Manufacturer narrative:
This analysis concluded that an unusual number of vigilance device failures occurred throughout the surgery due to switches errors. These errors are missing from the controller event log and no further analysis could be performed; however, available information suggest that these failures most probably result from a defective wire connection between the controller and the vigilance device. Corrected data: b4 date of this report. D4 catalog number. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H10 additional narratives/data.

Event description:
The company field service engineer was present for a unilateral seeg case. During this case, the robot gave a vigilance device failure repeatedly, probably about 20 or 30 times, during the case. The surgeon and resident who were using the robot and pressing the pedal have used the robot before and have never had such an issue with vigilance device failures. No delay to case, patient already under anesthesia, occurred throughout the surgery, no patient impact.

Manufacturer narrative:
UDI : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company field service engineer was present for a unilateral seeg case. During this case, the robot gave a vigilance device failure repeatedly, probably about 20 or 30 times, during the case. The surgeon and resident who were using the robot and pressing the pedal have used the robot before and have never had such an issue with vigilance device failures. No delay to case, patient already under anesthesia, occurred throughout the surgery, no patient impact.